Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with plate and screw construct for a c4-c7 anterior cervical discectomy and fusion (acdf) on (B)(6) 2012. One screw backed out of the plate. Patient was returned to the or on (B)(6) 2013 for removal of hardware. The surgeon removed the plate and all screws and replaced the plate. This is 2 of 2 reports for the same event.